Manufacturer narrative:
Method - the stent delivery system was discarded and the stent would not be released by the hosp. Although, obtaining these devices for this type of event is not necessary. There was no indication that the device malfunctioned. The placement of the stent in the fistula was in an area where the vessel diameter varied from small to large over a short distance. Per the IFU, sizing of the stent is critical to ensure proper wall apposition and to prevent the potential for stent migration. To date, this is the first stent migration reported to idev. The likely cause of the stent migration was that the user did not correctly size the stent and there is no known experience with this device in the fistula. After learning of this event from the user facility report, an investigation was opened and it was discovered that an idev employee had previously learned about this event and did not report it as required by idev's procedures. A corrective action was taken to address this noncompliance. Note: the implant date is estimated.

Event description:
The attached user facility report (B)(4) was received from FDA. The user facility report stated that the migrated stent was seen during an angiographic procedure approx three months following implant. The stent had been placed in the right upper extremity a-v graft on the arterial side. The stent was successfully retrieved from the pt. Further f/u regarding this event determined that the stent delivery system was discarded following the procedure. The hosp will not release the stent. It was further reported that the stent was likely not sized correctly in a vein where the vessel size varied from small to large which likely led to the migration.